Event description:
External pacemaker would not fire or stay on during code. Power of external module would immediately shut off. Service rep performed extensive testing in unit, could not stimulate any problems with the cassette. Pt died after 5 days after this event occurred. Reported because of close proximity to death.